Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® k2e / k2 edta blood collection tubes had an issue with sterility (product not sterile) and broken lid/cap. The following information was provided by the initial reporter: "tube damaged."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper assembly with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® k2e / k2 edta blood collection tubes had an issue with sterility (product not sterile) and broken lid/cap. The following information was provided by the initial reporter: "tube damaged".